Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol perfix plug, reference number (B)(4) , lot number huth1538 was implanted to repair the defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol perfix plug, reference number (B)(4), lot number huth1538 was implanted to repair the defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional umbilical hernia and ventral hernia thereby underwent open hernia repair with implant of perfix plug. Per operative notes, ¿incisional hernia was noted in the periumbilical location. The hernia sac was encountered and dissected free from the undersurface of the umbilicus. A smaller ventral hernia was noted just above in the midline. An extra-large marlex mesh plug (perfix plug) was placed in the fascial defects.¿ (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of perfix plug. Per operative notes, ¿fatty adhesion and some of the transverse colons were taken down sharply. Hernia has recurred right to the piece of mesh. Because of the protrusion and migration there is a possible recurrence, hence the mesh was removed. A piece of synthetic mesh was placed along the midline and tacked.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence, balled up mesh and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 year 1 month post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesion, mesh migration, and protrusion of mesh thereby underwent removal of mesh. Per op notes, ¿hernia has recurred right to the piece of mesh. Because of the protrusion and migration there is a possible recurrence, hence the mesh was removed". The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.